Event description:
The customer reported via phone call that their sensor had inaccurate readings. Customer's blood glucose was 23 mg/dl and their sensor glucose read 96 mg/dl. The customer declined to troubleshoot. The sensor will not be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.